Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on unknown date. The customer¿s blood glucose level was of 438 mg/dl, at the time of hospitalization. Customer was treated with manual injection for high blood glucose level of 500 mg/dl. Customer started heavy breathing due to high blood glucose level. Customer was assisted to troubleshoot for high blood glucose level. Customer reported that the insulin was automatically delivered by auto mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.